Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when administrating a vaccine to a child, the needle came out of the safety part as she was pulling the needle out after administering the vaccine. It was about ¾ of the way out when the needle came off and she was easily able to pull the needle out. Additional information was received from the customer and stated that the vaccine was given to a (B)(6) year-old child. Per customer, the needle was detached and was still in child¿s leg. The customer was able to remove the detached needle with no injury.